Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer failed to stay close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not close properly. A field service engineer unseated and reseated all connections at the rear of the cabinet, as well as at the controller board for drawer 2.1 and 2.1 main. Upon reboot, the station successfully applied updates and recovered within the customer application. System functionality confirmed post-reboot. The system functioned as intended after the field service engineer repaired the device.